Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the patient was hospitalized due to a hyperglycemia with a blood glucose value of 750 mg/dl and a severe ketoacidosis and positive ketone bodies. The used cannula was found to be bent. The patient had to stay in the intensive care unit for two days and was treated with insulin. The customer was hospitalized from (B)(6) 2020 to (B)(6) 2020.